Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. The rv lead exhibited oversensing and/or noise signals and fracture or insulation damage was suspected. The lead was explanted and replaced and a cut in the lead outer insulation was confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Fourlead failure predictor episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. 64 lifetime v-sic occur since (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sic. (B)(4).